Manufacturer narrative:
After some exchanges with the field, it has been said that no files will be provided. There is no patient risk. Therefore, the field has been notified that this is case is closed as is and in case of new information allowing to perform an investigation, the case will be re-opened.

Event description:
After smartview version upgrade (3.16), the keyboard is not displayed. For example, it is impossible to enter the patient's name during a follow up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After smartview version upgrade (3.16), the keyboard is not displayed. For example, it is impossible to enter the patient's name during a follow up.